Manufacturer narrative:
The event occurred on an unspecified date in 2020. The device was discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of three (3) homechoice cassettes. This occurred during an unspecified process step of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the event. There was no patient injury or medical intervention associated with this event. No additional information is available.